Event description:
Additional information received indicated the patient was later seen in-clinic for provocative testing, however, the noise could not be reproduced. No further intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.